Event description:
It was reported that a spectrum pump had system error 321 occur during therapy in the picu. Any pt injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 321 was confirmed and reproduced while attempting to run a loaded set. This condition was determined to have been caused by a failed upper hook switch. The upper auxiliary assembly (including the hook switch) was replaced.